Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The device cannot be locked because the flex circuit sensor is defective. This was replaced and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the cassette was not locked. There was no patient involvement and no patient harm/adverse event reported.